Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer states that the seat frame is cracked and the end user tried to weld it back themselves.